Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken menu parameter dial. The epg has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken menu parameter dial, the dial was pushed into the device and the upper case was broken. The dial knob was missing due to the broken upper case. It was additionally noted that the lower case was damaged next to the battery drawer, the hanger assembly was contaminated and the output connectors were broken, the display wires were pinched with the red wire exposed, the encoder assembly and knob encoders were contaminated as well as two output connector nuts and five case screws being contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.